Manufacturer narrative:
Updated b(5), g(4) with new information received 2023-10-06. Upon completion of our investigation, a supplemental MDR will be filed.

Event description:
In addition to the originally reported pump stop, information was received via abiomed's loqi database on 2023-10-06 that the patient endured thrombocytopenia prior to the pump stop (on 2023-09-11). Platelet delivery was prompted.

Manufacturer narrative:
The investigation for the pump stop and thrombocytopenia has been completed. The pump was not returned for investigation. Data logs show several motor current spikes with pump stops occurring at the end of the case. Additionally, the data logs indicate an hpp event during which there was a sudden three-minute rise in purge pressure coinciding with the first pump stop. According to clinical notes, the doctor reported a drop in platelet count, and the pump failed to restart after the third attempt. The cause of the pump stop issue was not determined since product was not returned and insufficient clinical information was not provided. The cause of the thrombocytopenia issue was most likely patient condition related and determined to be unknown relation to impella due to insufficient clinical information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The complainant reported that patient on impella cp support was in the process of being weaned when there was a pump stop. Impella cp was explanted and no new pump was required. The pump had supported for 15 days when it stopped.